Event description:
It was reported that upon inserting the catheter over the spring wire guide (swg), the central lumen of the catheter was found broken. As a result, the doctor removed the catheter and reinserted another iab-06840-u. Additional information received by the distributor from the customer on 04/23/2010 stated that the swg and sheath were inserted successfully; however, the intra-aortic balloon (iab) catheter could not pass through the swg during insertion. The customer then removed the iab catheter and found the central lumen was broken. The second iab was inserted into the same site on the patient. There were no reported patient complications or injury.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.